Event description:
Toxic synouhs secondary to synvisc injection (left knee) [toxic synovitis], severe pain [aching (l) knee], tense effusion [effusion (l) knee], decrease range of motion of the left knee [joint range of motion decreased], aspirate of the knee revealed joint fluid 15,000 rbc, 7,000 wbc [synovial fluid red blood cells positive], aspirate of the knee revealed joint fluid 15,000 rbc, 7,000 wbc [synovial fluid white blood cells positive]. Case narrative: initial information received on 08-jan-2021 regarding an unsolicited valid serious case from healthcare professional via health authorities of united states under reference mw5097846. This case involves an adult female patient who experienced toxic synouhs secondary to synvisc injection (left knee), after use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. The patient received injections into her knees for bilateral osteoarthritis. In the right knee, the patient received 5 doses of hyalgan injection without a problem. In the left knee, the patient received synvisc. On an unknown date, the patient received third injection of synvisc (hylan g-f 20, sodium hyaluronate) via intra-articular route in left knee for osteoarthritis. Information on the batch number was requested (dose, frequency and lot - unknown). On (B)(6) 1988, after unknown latency, patient developed severe pain (arthralgia), a tense effusion (joint effusion) and a decrease range of motion of the left knee (joint range of motion decreased). An aspirate of the knee revealed joint fluid had 15000 rbc (synovial fluid red blood cells positive), 7000 wbc (synovial fluid white blood cells positive) and no crystals. The patient was admitted to hospital for vest, pain control and physical therapy. The patient improved over a 10-day hospitalization. She was diagnosed with toxic synouhs secondary to synvisc injection (synovitis). The patient was hospitalized for all the events. Final diagnosis was toxic synouhs secondary to synvisc injection (left knee). Action taken: not applicable. Corrective treatment: vest, pain control and physical therapy. The patient outcome is reported as recovering / resolving. A product technical complaint (ptc) was initiated on 08-jan-2021 for synvisc, batch number: unknown with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Final investigation was completed on 22-jan-2021. Additional information was received on 08-jan-2021 from a pharmacist via health authorities of united states under reference mw5097846. Severe pain (arthralgia) was updated as a symptom. Main diagnosis toxic synouhs secondary to synvisc injection (left knee) (synovitis) along with additional symptoms were added. Action taken and outcome was updated. Clinical course was updated. Text was amended accordingly. Additional information was received on 22-jan-2021 from other healthcare professional. Global ptc number and results were added.